Event description:
Symptoms/ae: infected access site pseudoaneurysm treated with debridement. Time of symptoms/ae: 7 days after vessel closure. The following event was noted through a periodic article review that 1004 pts underwent percutaneous coronary interventions followed by arteriotomy closure of the common femoral artery (cfa) with a prostar device. The pt underwent a rotational atherectomy and angioplasty; vessel closure was achieved with an 8fr prostar device. The pt developed progressive groin pain with a tender, noncellulitic mass and, after multiple evaluations in an emergency department, was hospitalized. The wound spontaneously drained pus and an infected pseudoaneurysm caused by s aureus was noted resulting in debridement of the cfa. The pt remained hospitalized for eight days and was discharged with antibiotic therapy for twenty-one days. The pt was reported to be alive and well 20 months post-procedure. The article does not describe the sterile technique used for the vessel closure procedure.

Manufacturer narrative:
This report involves a study noted in an article. The device was not available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: randolph l geary, md, et al; "infection is an unusual but serious complication of a femoral artery catheterization site closure device". Ann vasc surg 2001; 15:567-570.